Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had the pump in their pocket while working and the touch screen became shattered. Customer is unable to read and navigate the touch screen due to the damage. Customer's blood glucose was approximately 212 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.